Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. The customer changed both the infusion set and cartridge, resuming insulin. Reportedly, the customer was using the same cartridge with humalog insulin for over 2 days, tandem technical support educated the customer humalog insulin is indicated for use with tandem supplies for 2 days.